Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The ipg was deemed inoperable, and patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Manufacturer narrative:
The report that the ipg was revised due to end of life (eol) was confirmed. Analysis and a longevity calculation of the returned device confirmed the device declared end of life (eol) and the battery depletion was due to usage. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.